Event description:
One of drive's customer has received a notice of claim from an attorney's office regarding a bath stool originally imported by drive. It was alleged that the (B)(6) claimant fell from the stool and received multiple fractures on ribs, knee and leg. Immediately after being notified with this adverse event, drive had contacted the customer to request additional info about the event. Drive was told that no additional info was available. This MDR is based on the attorney notice provided by our customer.